Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. A general reagent issue can be excluded, as no further issues were reported and a correct rerun was performed with the same reagent. The field service engineer adjusted the cell rinse volume. He performed qc and confirmed that the module was performing within specifications. The service actions resolved the issue. The cause of the event could not be determined.

Manufacturer narrative:
The c702 module serial number was (B)(6). The calibration and qc were acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with gluc hk gen.3 (gluc3) assay on a cobas 8000 c702 module. Initial result: 37 mg/dl (accompanied by a data flag). Repeat result: 97 mg/dl.